Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery (lad). A 10mm x 2.25 mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on inflation, before reaching the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a 10mm x 2.25mm wolverine coronary cutting balloon was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12 atmospheres for 30 seconds without issue. A vacuum was then applied. The inflation device was verified at 12 atmospheres, before and after use. This inflation to rate of burst pressure of 12 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per wolverine specification, the rated burst pressure for this device is 12 atmospheres. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination found no damage or issues with shaft of the device. No issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous left anterior descending artery (lad). A 10mm x 2.25 mm wolverine coronary cutting balloon monorail was used to dilate the target lesion and on inflation, before reaching the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.